Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up in clinic, increased defibrillation impedance was observed. The high defibrillation impedance values have remained constant and stable over an extended period of time. The patient will continue to be monitored to resolve the event. The patient was in stable condition.